Event description:
A report was received stating an 840 ventilator experienced an event which prevented the device from initiating "breath delivery (bd)" or ventilation. There have been several attempts, however unsuccessful, to gather additional event details.

Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse found a loose connection on the flow sensor cable. The cse adjusted the connection, which resolved the reported issue. The ventilator passed electrical safety test, extended self-testing (est), short self-tests (sst), and performance verification testing (pvt).